Event description:
Philips received a complaint on the heartstart xl indicating that the defibrillator does not shock anymore in AED mode. The fse evaluated the device. The device did not fail any testing. The device system logs only had one self-test paddle error (code: 90008). This error code self-test error that can be caused by the paddles improperly seated in the paddle tray pockets. The fse currently tested the device with no further no problems.